Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery (ata). A 300cm angled tip v-14 controlwire was advanced to cross the lesion. However, during the procedure, the guidewire tip broke. Additional wires were used but the detached piece was left inside the dorsalis pedis artery. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.